Event description:
The dr was cauterizing by touching a suction tip with the electrode of the conmed pencil and in turn was burned. The burn was minor but caused the dr to throw the pencil. This surgical procedure was on a dog.